Event description:
It was reported that when the pump was being refilled, there was difficulty when accessing the center refill port. This was the patient's third refill. The pump was moving around the pocket and around patient's abdomen, making it difficult to access. A template was not used and is never used. The patient left, with the pump not being refilled after 45 minutes of trying and patient was bleeding, due to multiple stabs. It was noted that the patient had 2.5 weeks left of medication. It was also reported that the refill port was located directly under the patient's scar from implant, so the health care professional was unable to access. The patient reported that the physician noted that the refill templates are "worthless" and does not use them. The device system was used to deliver hydromorphone (dilaudid). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).